Event description:
The clinician reports the implant was inserted (B)(6) 2015 in ada 14. Details of surgery: sinus perforation. On (B)(6) 2021, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.